Manufacturer narrative:
Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), implanted: (B)(6) 2006, ubd: 28-feb-2007, (B)(4); product ID: 8596sc, serial/lot #: (B)(4), implanted: (B)(6) 2019, ubd: 10-jan-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 5 mg/ml of dilaudid at 0.7345 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. On (B)(6) 2019, it was reported that during a normal pump replacement on (B)(6) 2019, the catheter found to be fractured near the pump connector. A 32 cm section of the catheter was removed and replaced with the same length section from a replacement catheter kit. The rep also reported that they were unable to aspirate from the repaired catheter. They were unsure if the catheter would prove to be patent with the pump attached. The physician elected to implant the pump with the existing catheter and see if it infuses accurately. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the intrathecal catheter (s/n (B)(4)) found a non-user related hole. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2006. Product type catheter, product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019 crts (B)(4) (rep): information was received from a manufacturer's representative (rep) regarding a patient who was receiving 5 mg/ml of dilaudid at 0.7345 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. On (B)(4) 2019, it was reported that during a normal pump replacement on (B)(6) 2019, the catheter found to be fractured near the pump connector. A 32 cm section of the catheter was removed and replaced with the same length section from a replacement catheter kit. The rep also reported that they were unable to aspirate from the repaired catheter. They were unsure if the catheter would prove to be patent with the pump attached. The physician elected to implant the pump with the existing catheter and see if it infuses accurately. No symptoms were reported. No further complications were reported. On (B)(4) 2019 rp (rep): document contained no new information. On (B)(6) 2019. (Rep): additional information was received from a manufacturer representative (rep). The healthcare professional (hcp) requested the rep be present for the pump replacement. The cause of the catheter fracture and the cause of the inability to aspirate was not determined. The inability to aspirate was not resolved.